Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: bi71000107, serial/lot #: na. The system was serviced in the field and the issue was confirmed to be due to a constant collimator error. A quote was provided to the account. To date, no service was requested. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a sacroiliac and thoracolumbar procedure, loud noises were heard from the gantry twice and that the imaging system would not function. It was noted that there were no error messages displayed. There was no reported impact on patient outcome. The issue resulted in approximately a 30 minute procedure delay. The procedure was completed by using a second imaging system. No complications were reported/anticipated.